Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using an ilet system with a libre 3+ sensor after a supply change and arrival at a social event, with the lowest continuous reading reported as 39 and a concurrent fingerstick of 96, after which the user consumed oral carbohydrates including peanut butter, beans, a hamburger bun, and potato salad; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia with shakiness. Outcomes included an urgent low glucose event and an unexpected medical intervention in the form of oral carbohydrate administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to determine a device-related problem or a specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.